Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue on (B)(4) 2026. The patient noticed symptoms within threee hours of insertion at the hip area site. The patient experienced hyperglycemia and received treatment with correction bolus via pump. The infusion set had been in use for two days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.